Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the preventive maintenance failed. No patient involvement was noted.

Event description:
It was reported that the preventive maintenance failed. The device is out of specification range at 3.5550. No patient involvement was noted.

Manufacturer narrative:
Based on the findings, service was unable to determine the proximate cause of the reported issue. Service stated that they were unable to duplicate failure. A review of the device history record for sn(B)(6) was performed from date of manufacture (B)(4)2019 to present date (B)(4)2020, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.